Event description:
Phlebotomist drew a patient that leaked blood from the tubing of the blood collection set. Blood got on the tray. Phlebotomist removed gloves before realizing there was blood on the tray and was exposed on the hand. Phlebotomist is a diabetic who routinely checks blood via fingersticks, so phlebotomist is concered that entry may have occurred. Phlebotomist is undergoing testing for hep c as per hospital policy.